Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received critical pump error. The customer's blood glucose level was reported to be 108mg/dl. It was reported that the pump would be replaced.

Manufacturer narrative:
The insulin pumps was received with critical pump error open book image and pump error 35 due to moisture damage on the electronic assembly. Moisture damage was also found on the force sensor during our visual inspection. Unable to perform the self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error open book image. The insulin pump had scratched case, case cracked behind the pump near the battery compartment, broken battery tube threads, broken belt clip slide, pillowing keypad overlay and minor scratched lcd window.